Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm vticmo12.6 implantable collamer lens, -08.50/+2.5/094 (sphere/cylinder/axis) and the icl haptics were broken while pulling the lens in the cartridge. There was no patient contact. The lens was replaced with a different model but same length lens and the problem was resolved. The patient and surgeon are happy the cause of the event was unknown.